Event description:
It was reported that the ventilator generated a technical errors codes indicating a power error, turbine module error and air sensor issue. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical errors codes indicating a power error, turbine module error and air sensor issue. The ventilator was investigated on site by our field service engineer. According to service report the o2 cell and o2 cell cable were replaced but that didn't resolve the issue. The technician suspected issues with the pcb inspiratory channel and further investigation was required. No more info provided despite several reminder. No parts returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).